Event description:
It was reported patient's device not working and they are uncomfortable, feeling pressure and they are a nuisance. The health care provider wanted device explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.